Event description:
It was reported that during the implant procedure, the patient experienced apnea during conscious sedation. An airway was inserted and general anesthesia was administered. After the sites were sutured and the patient was turned onto his back, the general anesthesia was discontinued. The airway was removed when the patient regained consciousness and the patient was observed for one hour before he was discharged as planned with oxygen saturation greater than 90. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Lead model: 3777-75 , lot#: v550692015, implanted: 2012 (B)(6), explanted: na, extension model: 3708140, serial#: (B)(4), implanted: 2012 (B)(6), explanted: na, plug/boot model: 3550-29, lot#: n318290, implanted: 2012 (B)(6), explanted: na, trialing cable model: 355531, lot#: n314309, implanted: 2012 (B)(6), explanted: na, needle model: 3550-43, lot#: n319221, programmer model: 37744, serial#: (B)(4). (B)(4).